Manufacturer narrative:
The device was requested for evaluation, however, the pathology lab technician reported that the sample was discarded. A 2 year review of the complaint history reveals no other reports have been received for (B)(4) for the reported issue.

Event description:
Assistant risk manager reported the following via a medwatch form," the patient was scheduled to undergo a d and c under spinal anesthesia. As the spinal needle was passed through the introducer sheath, the needle sheared off at the level of the sheath. A neurosurgeon was summoned and by using fluoroscopy was able to locate and retrieve the needle. The incision was closed with 2 sutures and a dura-bond dressing. The patient experienced no neurological deficits and was discharged to home the same day." The risk manager was contacted and reported the following additional information," the needle broke off in the patient's back and was located in the epidural space." According to the risk manager, the anesthesiologist said that it was his first pass, not difficult, and he was not using any kind of pressure but it sheared off.